Manufacturer narrative:
Investigation: based on the product complaint details atrium can find no fault with the product. As the product lot number was not provided an assessment of the production build documentation could not be performed. Clinical evaluation: atrium c-qur v-patch mesh is indicated in use in hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcemnt with a non-absorbable supportive material. Dermatitis is one of the most common causes of rashes. Rashes occur when the skin comes into direct contact with a foreign substance that causes an adverse reaction, leading to a rash. The resulting rash may be itchy, red, or inflamed. Possible cause of the contact dermatitis include cosmetics, detergents, dyes, chemicals and plants. C-qur mesh has an 03fa coating that is derived from highly purified pharmaceutical grade fish oil consisting of a unique blend of triglycerides and omega 3 fatty acids. Highly refined oils contain no protein. Because omega three fatty acids are highly refined they are not allergenic. The instructions for use state complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Hospital reported that they had an event of a patient having an allergic reaction to the mesh.